Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to download files and traces using thump download due to moisture damage on electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. However, unit tested with reference test electronics stack pcba1 and pcba2, was able to boot up properly. The following were noted during visual inspection cracked battery tube threads, fading serial number label, and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Unable to confirm possible high bg's under delivery anomalies due to critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The blood glucose value at the time of the event was unknown. It was unknown how the customer was treated for hypoglycemia. The event involved product(s) mmt-1884l, unomedical, unk_transmitter. Troubleshooting was partially performed. Customer reported having low blood glucose when doing activities. Customer declined further troubleshooting. Pump was used within 48 hours of the low. It was unknown if smartguard was used. No further patient complications were reported. No product return is required for unk_transmitter. No product return is required for unomedical. Mmt-1884l was returned for analysis.